Event description:
It was reported that the ilet user unintentionally navigated to the fill tubing screen and, while connected, and then detached, confirmed visual drops, reconnected and resumed insulin without initiating a tubing fill; the event involved user interaction with the tube component and was categorized as an improper or incorrect procedure or method. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.